Event description:
It was reported that 4 days after a coronary drug eluting stenting procedure, a stent thrombosis occurred. The calcified, 85% stenotic lesion being treated was located in the proximal left anterior descending (lad). The vessel diameter was reported to be 2.75 mm. The lesion was predilated with a maverick 2.0 x 20 mm balloon. The physician then deployed the taxus express2 8.8% 2.75 mm x 28 mm drug eluting stent successfully. The physician did not encounter significant resistance during the procedure. The taxus stent was well positioned, fully expanded, and well apposed. The stent was not post dilated. The patient was given a loading dose of plavix and IV heparin during the procedure. No procedural complications were reported. The patient was given plavix post procedure. The patient returned 4 days later experiencing chest pain. Repeat angiography revealed a stent thrombosis in the proximal lad taxus stent. Treatment was a ptca 6 hours after onset of symptoms. The patient improved symptomatically and their condition is reported as stable. In the opinion of the physician, the stent thrombosis was related to the taxus stent.